Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of a sudden drop in voltage resulting in (B)(4) (low battery) and (B)(4) (replace battery) warnings. The pump was able to power on with the returned battery cap but unable to fully tighten. During investigation, the battery compartment was found to be cracked from the thread area to the case seal. Moisture corrosion was observed inside the battery compartment and on the underside of the battery cap. A leak test was performed and a leak was identified in the battery compartment. The pump successfully completed the 24 hour duration test using the returned battery cap without any power issues, elevated temperature, or call service alarms. The pump¿s electrical draws were tested and found to be within required specifications. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a temperature issue was unable to be duplicated.